Manufacturer narrative:
A patient device displayed the end of service (eos) message was reported to abbott. System diagnostics recorded high impedances on the lead. As a result, the ipg and lead were explanted and replaced. Effective therapy was restored. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Manufacturer narrative:
B3: date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-04283. It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. System diagnostics recorded high impedances on the lead. As a result, surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. Effective therapy was restored post operatively.